Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was emergently implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) and clot in the aorta, common iliac arteries, common femoral arteries and left popliteal. It was noted that the patient had a short aortic neck. A fogerty (non-endologix) balloon was used to remove the popliteal artery clot and after a contrast angiogram, the area looked good. The physician performed femoral endartectomy to control the clot proximal in the common iliac arteries and the aorta. The alto stent graft system was placed quickly and without issue and the aneurysm was excluded. It was reported that the next day the patient coded and died. The cause of death is unknown and an autopsy will be performed; however, the physician does not believe the graft was the issue.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Endologix requested medical records and medical imaging from the facility; however, these were denied as the facility policy that patient authorization is required. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as deceased. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.